Event description:
It was reported that this was a closure of a right common femoral vein with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional atrial fibrillation ablation procedure. Reportedly the needles came out without the suture for both devices. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 15fr and the atrial fibrillation ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device with reported issue referenced in b5 is filed under a separate medwatch report number.na.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported needle to cuff miss and subsequent unexpected medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.